Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charger/adapter had a burning smell when charging so it was unplugged. It was also reported that the pdm would not charge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
In the case description, the user mentioned that the returned controller was unable to charge and when plugged in a burning smell was produced. Visual inspection of the returned controller found no evidence of thermal exposure. No damages were observed on or around the charging port of the controller that would indicating burning or melting occurred. The controller was plugged in and allowed to charge. No issues were observed with the controller charging and no burning smells were produced. The controller was able to charge, turn on, and boot up with no issues. Inspection of the android log files downloaded from the controller found no evidence of the controller overheating. The battery temperature information in the logs showed that the battery never exceeded the upper limit of the operating temperature specification. Inspection of the logs also found no evidence of issues with the controller charging or the battery holding a charge. The logs showed that the controller battery was able to last at least 36 hours after full charge as required by the product requirements. The logs showed that the controller was able to be charged during the last week of use. No evidence of overheating or battery life issues were found during the investigation.